Manufacturer narrative:
(B)(4). Unknown date, (B)(6) 2016. Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not yet returned.

Event description:
It was reported that approximately a year after undergoing a foot procedure, the patient started having difficulties with that foot and was revised due to stem fracture of the prosthesis. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Upon review of additional information, it was determined that we do not have reporting responsibility for this hip system as the product was determined to be competitor product. The initial report was submitted in error and should be voided.

Event description:
Upon review of additional information, it was determined that we do not have reporting responsibility for this hip system as the product was determined to be competitor product. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. As per the x-ray review, images demonstrate a metallic 2nd metatarsal-phalangeal joint arthroplasty and surgical pins that appear toctraverse the 3rd digit distal interphalangeal joint. There is no gross evidence of fracture. There is no gross evidence of displacement of the surgical pins or 2nd metatarsal head arthroplasty component. There is no gross evidence of stem fracture of the arthroplasty device. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately a year after undergoing a foot procedure, the patient started having difficulties with that foot and was revised due to stem fracture of the prosthesis. Patient also complained of having pain, swelling, leg cramps, reoccurrence of a cyst and had difficulties ambulating/loss of function. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that approximately a year after undergoing a foot procedure, the patient started having difficulties with that foot and was revised due to stem fracture of the prosthesis. Patient also complained of having pain, swelling, leg cramps, reoccurrence of a cyst and had difficulties ambulating/loss of function. No additional patient consequences were reported.